Manufacturer narrative:
The pump, sn (B)(4), was in use on the patient for 4 days from (B)(6) 2021 to the time of the exchange on (B)(6) 2021. Patient was initially implanted with berlin heart pump on (B)(6) 2021.

Event description:
Berlin heart was informed by the distributor that a patient that had a pump exchanged on (B)(6) 2021 due hemolysis continued with persistent elevated ldh levels. On (B)(6) 2021 the clinic reported that the blood pump developed a squeaking noise and hemolysis did not improve. On (B)(6) 2021 the ldh was still over 1000. The blood pump was changed on (B)(6) 2021 with no untoward effects to the patient.